Event description:
It was reported that the pulse generator exhibited oversensing, which led to episodes of noise reversion. The patient did not report any symptoms and no sources of electromagnetic interference were suspected. The device was reprogrammed and normal device function resumed. The patient did not suffer any adverse events.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.